Event description:
It was reported that during a stage 2 implant ¿yesterday¿ the patient went into a tachycardia event. Assistance was called in and the patient was provided ¿some drugs¿ which stopped her tachycardia event. Prior to the event the right side system had been completely implanted. The event occurred during draping prior to the left side system being implanted. After the event the left side system was implanted with no further issues. There was no known cause at the time. Five days later it was reported that impedance testing was performed in the operating room during the case and all were within normal limits. No malfunctions were seen or the cause of the issue determined. The patient was doing fine and the device was to remain off for two weeks which was normal procedure for the hospital and health care providers (hcp).

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4). Product type: programmer, patient: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 3389s-28, lot# va08mwu, implanted: (B)(6) 2013. Product type: lead: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013. Product type: extension: product ID 37603, serial# (B)(4), implanted: (B)(6) 2013. Product type: implantable neurostimulator: product ID 3389s-28, lot# va08mwu, implanted: (B)(6) 2013. Product type: lead. (B)(4).